Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, there was a hole in the balloon during the preparation of a 6/7f mynx control vascular closure device (vcd). There was no reported patient injury. There was no patient involvement with the device. The user is trained to the device. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned inside of clear plastic bag for investigation. After unpacking, the unit was thoroughly inspected and it was observed that both button 1 and button 2 were not depressed. Neither the syringe nor the procedural sheath were returned for analysis. The stopcock is set on the open position. The sealant remained in the manufacturing position fully covered by the sealant sleeves. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. Inflation/deflation test was performed by injecting water into the returned device according to the instructions for use (IFU). A leaking condition was observed on the balloon. The balloon was inspected using a vision system to obtain a magnified image. One pin hole was observed. The failure reported by customer as ¿balloon~balloon loss of pressure¿ was confirmed. The balloon does not inflate as expected due to an observed leakage caused by a pin hole. This condition does not allow maintain the pressure. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a hole in the balloon during the preparation of a 6/7f mynx control vascular closure device (vcd). There was no reported patient injury. There was not any patient involvement with the device. The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.